Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It is reported the swg (spring wire guide) was difficult to remove. Upon removal the swg was kinked.

Manufacturer narrative:
(B)(4). It's initially reported that the swg could not be removed successfully after insertion. Additional information indicates the spring wire guides kinked. Three spring wire guides were used on the same patient. A patient death occurred. It is reported that the device issue did not cause the patient's death. Three mdrs submitted: MDR# 3006425876-2018-00527, MDR# 3006425876-2018-00529.

Event description:
It is reported the swg (spring wire guide) was difficult to remove. Upon removal the swg was kinked.